Event description:
This is the first report of two reports for this facility. A surgeon reported that leakage occurred from the valved trocar cannula during a retina procedure. The procedure was completed without any consequences to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).